Event description:
It was reported that the insulin pump had physical damaged. Customer stated there was a cracked on the right side of the liquid crystal display screen. Customer's blood glucose was 133 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. (B)(4).